Event description:
Dr. Said this pt complained of pain. My equipment was requested for this surgery to implant another patella. The old implanted patella wass indeed loose as was the cement in the patella itself. The pegs appeaared to have sheaaaaared off. A new patella, an all plastic large modular p.c.a. Patella was implanted. We have waaaaited to fill out and send this report as operating room supervisor had called to let us know she was sending the explaaanted device. She has not as of 11/1/93.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.